Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2000 ohms. It was noted that the lead was not sensing properly. Technical services (ts) discussed this could be due to a crushed lead. Additional information confirmed the lead was fractured. A revision procedure will be scheduled for the near future. No adverse patient effects were reported.

Event description:
Additional information indicated that a revision procedure was performed. This lead was surgically abandoned due to a lead fracture. No other adverse patient effects were reported.